Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife confirmed the reported event of the knife not being sufficiently sharp. The coring knife and coring knife handle were returned wrapped tightly in a plastic bag with the protective cap covering the blade. The coring knife was in used condition as residue consistent with blood was present on its external body and blade edge. A cut test was performed with the returned knife and a silicone material. The knife was unable to cut through the silicone material as expected, consistent with events captured in the submitted video during the patient's implant surgery. It should be noted that a control coring knife was able to cut through the silicone material without issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a short delay of 3-5 minutes was observed while another coring knife was obtained to core the ventricle. The patient was stable and there were no adverse patient consequences.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the coring knife was not sharp enough to cut the left ventricle tissue. A new coring tool was used and was successful. Related MFR: 2916596-2023-05704